Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that the insulin pump was submerged into a pool and she noticed that the numbers were ramping on the screen. No further information was provided.